Event description:
It was reported that the device failed the alarm test. Patient involvement is unknown.

Manufacturer narrative:
Date of event and UDI section is unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email. There was no patient involvement and no patient or clinical injury.

Manufacturer narrative:
A1, b5, d4. UDI, d10. Device available for evaluation, h3. Device evaluated by manufacturer, h6. Health effects and evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, light emitting diodes (led) were broken, quick connect corroded, reflux plug missing. Per functional testing, the device failed alarm tests. The complaint was confirmed. The root cause was a damaged printed circuit board (pcb). It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pcb, quick connect, reflux plug, reservoir gasket and o-rings. Performed calibration. The device passed all functional and delivery tests.